Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one case was provided to our quality team for investigation. Through visual inspection, the scale marking was observed to be missing from the syringes. A device history review was performed for reported lot 2108089, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, this defect can occur due to a failure in the patters that transfer the ink onto the barrel. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that 125 bd plastipak¿ syringes had no milliliter scale markings. The following information was provided by the initial reporter, translated from (B)(6): "the reason for the return is because the syringe is not marked with the number of ml."